Manufacturer narrative:
H.6. Investigation summary - it was reported there were floaters in syringes. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with solution in it and black specks. From the photo. It is not clear whether it is embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 302830, lot 2242106. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that floating foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "bd 20ml luer-lock syringe... Has had a few syringes with floaters... The team used other syringes from the same vials and not seeing issues with those."